Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing collar (hc465) would not seat onto the implant. Another healing collar was tested and it was able to seat onto the implant. Tooth location 18.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The heal collar 4.5x6.5, 5mm (hc465) was returned for investigation. Visual inspection of the returned product identified wear and damage about the healing collar's engaging threads. The thread profile was compared to drawing pd-hc465 rev a, and it is clear that the engaging threads are compressed inward as compared to the undamaged profile in the drawing. Functional testing was performed for the returned product and it was determined that the healing collar would not engage with a mating implant internal threads. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants; page 5. Complaint reported when placing a healing abutment, it would not thread into the implant. Attempted another healing abutment and it seated with no issues. The reported event is confirmed following functional test of the returned product. A root cause for this complaint could not be determined. The following sections have been updated: date of this report expiration date, UDI: (B)(4), date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Event description:
No further event information is available at the time of this report.